Event description:
On (B)(6) 2025, the user reported prolonged high blood glucose (bg), with a highest value of 219 mg/dl lasting over 6 hours following a supply change. The user, using a contact detach (cd) steel infusion set and dexcom g7 continuous glucose monitoring (cgm), initially replaced only the infusion set, but when bg remained elevated, a full supply change including the insulin cartridge was completed. Bg began trending down from 219 to 199 mg/dl and later stabilized at 124 mg/dl. On the evening of (B)(6) 2025, the user again performed a supply change after not announcing bread with a meal and discovering twisted tubing. Blood glucose (bg) was corrected with supply changes and resumed ilet dosing. The user's reported symptom during the event was sleepiness from being woken during troubleshooting. No outside assistance or medical intervention was required at the time of call.